Event description:
It was reported that the insulin pump alarmed no delivery inexplicably, had to restart to complete the rewind process, rejected new batteries, had worn battery threads, and had possible sticking buttons. The customer declined to provide the blood glucose reading and declined assistance regarding the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.